Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, via social media, that on (B)(6) 2017, the patient stated that they experienced hospital stays because of their device. The patient did not wish to provide further details. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.